Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Approx. 5 years ago, left side tha surgery using centpillar, trident, metal head was performed. Then, pseudotumor was found on hip of the patient. Analysis of blood and synovial fluid are planned.

Manufacturer narrative:
Corrected data: device available for evaluation/device evaluated by MFR - the device was returned for evaluation. Adverse event or product problem, outcomes to adverse event - updated per additional information received. An event regarding pseudotumor involving a metal head was reported but on the basis of mar "corrosion" was confirmed. Method & results: -device evaluation and results: material analysis was performed and concluded "adhered material was observed on the head taper. Burnishing, scratching, third-body indentation were observed on the insert. These are common damage modes of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. Eds showed the head was consistent with astm f1547 alloy and the adhered material was consistent with biological material and a corrosion product. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient to complete an assessment. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event was confirmed. However, the root cause could not be determined based on the medical review by the consulting clinician: the provided medical records was submitted to consulting clinician who deemed it insufficient to complete an assessment. Also material analysis was performed and concluded that adhered material was observed on the head taper. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Approx. 5 years ago, left side tha surgery using centpillar, trident, metal head was performed. Then, pseudotumor was found on hip of the patient. Analysis of blood and synovial fluid are planned. Update: the patient was revised.

Manufacturer narrative:
An event regarding altr (pseudotumor) involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient to complete an asssesment. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The provided medical records was submitted to consulting clinician who deemed it insufficient to complete an asssesment. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Approx. 5 years ago, left side tha surgery using centpillar, trident, metal head was performed. Then, pseudotumor was found on hip of the patient. Analysis of blood and synovial fluid are planned.